Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. Additional product codes: hwc, ktt. Implanted date: reported as the (B)(6) 2017, but the exact date is unknown the device was received, the investigation could .not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in malaysia as follows: the implant broke in the patient five (5) months after initial surgery. It was noted the plate broke at a screw hole. The broken plate and thirteen (13) screws removed on (B)(6) 2018. Concomitant devices reported: locking screws: part 213.342, lot 2124109, quantity 1; part 214.046, lot 2070488, quantity 1; part 214.042, lot 8347702, quantity 1; part 214.040, lot8253040, quantity 1; part 213.346, lot 8706796, quantity 1; part 213.344, lot 8911755, quantity 1; part 213.344, lot 8182713, quantity 1; part 213.344, lot 2351130, quantity 1; part 213.342, lot 2351130, quantity 1; part 213.342, lot 8478439, quantity 1; part 213.342, lot 2686932, quantity 1; part 213.340, lot 8816297, quantity 1; part 213.340, lot 8890999, quantity 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 226.661 , lot number: 8932743 , manufacturing location: grenchen , release to warehouse date: 10 april 2014 . No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Customer quality conducted an investigation of the returned device. The plate is broken at hole 9 (counted from the right side). It has several scratches on the surface. Furthermore, there are several abrasions and injuries on the surface within holes; especially around the breakage point. The laser marking is readable and the plate was returned in a different packaging from the original one. All dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. In addition, thickness was measured close to the breakage point and it has passed its specifications. Besides, during manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. Material: the raw material certificates were checked (comp: 60010188/charge number: 16829) and it was found that all used raw material fulfilled the specifications (see attachments). Based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the documentation as well as during this investigation all relevant measurements performed according to the specifications. The risk assessment for locking compression plates was reviewed and found to adequately address the harm of this complaint condition. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: adverse or event problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screws: part 214.056, lot 2124109, quantity 1; part 214.046, lot 2070488, quantity 1; part 214.042, lot 8347702, quantity 1; part 214.040, lot 8253040, quantity 1; part 213.346, lot 8706796, quantity 1; part 213.344, lot 8911755, quantity 1; part 213.344, lot 8182713, quantity 1; part 213.344, lot 2351130, quantity 1; part 213.342, lot 2640073, quantity 1; part 213.342, lot 8478439, quantity 1; part 213.342, lot 2686932, quantity 1; part 213.340, lot 8816297, quantity 1; part 213.340, lot 8890999, quantity 1.

Manufacturer narrative:
Corrected data: concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screws: part 214.056, lot 2124109, quantity 1; part 214.046, lot 2070488, quantity 1; part 214.042, lot 8347702, quantity 1; part 214.040, lot 8253040, quantity 1; part 213.346, lot 8706796, quantity 1; part 213.344, lot 8911755, quantity 1; part 213.344, lot 8182713, quantity 1; part 213.344, lot 2351130, quantity 1; part 213.342, lot 2351130, quantity 1; part 213.342, lot 8478439, quantity 1; part 213.342, lot 2686932, quantity 1; part 213.340, lot 8816297, quantity 1; part 213.340, lot 8890999, quantity 1, 214.056 2124109.